Event description:
The account reported lint on patient interface (pi) cone touched the left (os) eye of patient so the doctor asked to switch out the patient interface for a clean one. The procedure was completed successfully. There was no patient injury or surgical intervention required.

Manufacturer narrative:
Attempts were made with the customer to obtain additional information however, no response was received. Device available for evaluation "yes" returned on dec 28, 2022. Testing of actual suspect device: one (1) opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product revealed some lint on the lens, as well as residue consistent with that of a product that has been used on a patient. Due to the used and open nature of the product, how and when the lint was introduced cannot be determined, therefore product deficiency and malfunction cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.